Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, during the lead revision procedure (3006705815-2018-02301, 3006705815-2018-02302) on (B)(6) 2018 the physician touched the ipg with a monopolar electrosurgical device. Troubleshooting was tried to no avail. In turn the physician replaced the ipg. Effective therapy was restored post operatively.